Event description:
It was reported that while using the greenlight xps system during a case, the touchscreen display became non-responsive and the settings could not be changed; an error 171 was also received. The patient was under anesthesia and the case was rescheduled. There was no patient injury reported.

Manufacturer narrative:
The touch screen including top cover and display that were replaced were not returned to ams.

Manufacturer narrative:
System analysis/service repair: the reported faulty touch screen was confirmed and the top cover, including the display, was replaced. The system was tested and verified to specification. Probable root cause: based on the field service report results the root cause was determined to be a faulty touch screen display / top cover.